Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through several troubleshooting steps, such as inspecting the cartridge o-ring and cleaning the pneumatic tap area, but the issue persisted. Ultimately the pump was replaced.